Event description:
It was reported that the fiber tip was broken when the packaging was opened. The fiber was connected to the console and the aiming beam was lower down the shaft, indicating fiber body break. A second fiber was used to complete the procedure without patient complications.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was returned in one piece. Under magnification the exposed glass tip measured 4 mm and appeared in good condition. The fiber body measured 312 cm from the distal tip to the proximal end of the subminiature a (sma) connector. A kink was identified at 57 cm down from the distal tip. The fiber was functionally tested, and it revealed that the light from the sma connector was bright and round, indicating there was no fracture within the connector. When the fiber was connected to the laser console, the light could be observed escaping through the kink location. The reported break is confirmed. A review of the device history record confirmed that the fiber met all material, assembly and performance specifications prior to release. According to the device instructions for use (IFU), do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. In the event of reduced or no laser energy output during application the fiber connector may be hot to touch. Carefully remove the fiber from the package. Handle the fiber with care as damage may occur if struck or bent sharply. Inspect and treat the output tip with particular care as it represents the most delicate, easily damaged portion of assembly.

Manufacturer narrative:
Date of event the exact date of the event is unknown.

Event description:
It was reported that the fiber tip was broken when the packaging was opened. The fiber was connected to the console and the aiming beam was lower down the shaft, indicating fiber body break. A second fiber was used to complete the procedure without patient complications.